Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the pump was refilled while the patient was sitting in her wheelchair. Following the refill procedure, the patient reported dizziness; she "needed a minute" and proceeded to lose consciousness." She would intermittently rouse and "attend" briefly but would only utter simple phrases or single words and would not follow commands. She was transferred to exam table with legs elevated above heart. Her blood pressure was 130 systolic, heart rate 60s. Pupils constricted, minimally reactive to light, gaze frequently deviated upwards. Ems (emergency medical services) was called, inserted left upper extremity peripheral anticubital IV (intravenous). The doctor administered ativan "1 mg ivp" without significant change. Ems found low pulse ox which improved with ambu bag, nasal narcan administered by ems without significant response. At 4:43pm IV narcan administered by ems and immediately the patient became responsive. The patient did not know where she was; she reported being in pain. The patient recovered without permanent impairment. The issue had not been resolved. The cause of the event was unknown. A pocket fill was ruled out. It was hypothesized that the refill of 20cc may have caused increased pressure within the pump and an increase in rate was delivered.

Event description:
It was reported that the patient experienced an overdose today within 10 minutes of having the pump refilled. The patient had a brief alteration in mental status, began not acting like herself, she was feeling lightheaded/dizzy, she was confused, and unresponsive, so paramedics gave her narcan. The patient was in the ER (emergency room). The patient responded to the narcan appropriately; the episode lasted about 20 minutes and then she came out of it. They believed it was narcotic related since the patient responded well to the narcan. The patient had chronic neuropathic pain and had been on fentanyl chronically. It was noted that the patient sat up for refills. The patient did not have any other fluctuations in response to the drug during the refill interval; no episodes like this at home. The hcp (health care provider only filled the pump with 20 mls; nothing more. The patient was an ¿easy refill¿; not difficult to find the center port as the pump was superficial. The nurse practitioner was planning to go to the ER, access the pump reservoir and compare the expected and actual volumes. As of (B)(6) 2014, the reservoir volumes had not been checked. The pump logs looked okay. The patient came into the office on (B)(6) 2014 to check the pump reservoir volumes. The expected volume was 17.5 ml; the actual volume was 17 ml. It was noted that initially they got out 15 ml, but kept trying and eventually go back 17 ml. When they re-injected the drug, they went slowly and the patient was totally fine. It was noted that they had programmed an increase in dose of 3%, but no bolus was programmed at the prior refill. As part of monitoring the patient, the patient returned to the clinic on (B)(6) 2014. The expected volume was 16 ml; the actual volume was 15 ml. The patient had totally recuperated since the initial event. The device system was delivering fentanyl. It was later reported that the cause of the event was unknown.

Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).